Event description:
It was reported that insulation damage was noted upon inspection of the right atrial (ra) lead during a device changeout. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator, implanted: (B)(6) 2006, product ID 694965 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).